Event description:
A malfunction alarm was reported by the customer for the pump. There was no adverse impact to the customer's blood glucose level with it remaining below 500 mg/dl. Technical support provided guidance on how to reset the pump, and assisted the customer with the reset process, since it had not been reset in the previous 24 hours.